Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/15/2016 with the following findings: investigation revealed a crack in the battery compartment. Unrelated to this issue, the audio bolus button was missing; however, the bolus button contact was still functioning. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6)

Event description:
The pump was returned for investigation. Investigation revealed a crack in the battery compartment. This report is made based on results of investigation completed on 03/15/2016.